Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The patient was tested on the meter at 10:27 a.m. With a result of 3.9 inr. At 10:36 a.m. The result from the laboratory was 2.77 inr. The customer thinks the laboratory results are correct. The patient also tested on a non-roche meter with a different finger within a minute and received a result of 2.6 inr the patient¿s warfarin dose was not changed based the laboratory result. The patient¿s therapeutic range is 2-3 inr. No adverse event occurred. The patient had no signs of bleeding or bruising and is feeling ok. The patient does not have any antiphospholipid antibodies, is not anemic, and is not on heparin or direct thrombin inhibitors. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.